Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having the same issues with a failed battery test alarm on the insulin pump. Customer stated that yesterday morning, she got a failed battery test alarm and then again this morning. Customer's blood glucose was 204 mg/dl at the time of the incident. Customer was advised to monitor the pump. Customer was advised that a replacement battery cap will be sent. Customer previously reported in another call that she had a weak battery alarm, an off no power alarm, and a low battery alert. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer stated that her batteries usually last a couple weeks before needing to change them out. Customer was advised that the normal battery life is about a week with energizer batteries. Troubleshooting was performed and customer was advised to monitor the pump.